Event description:
Case report from (B)(6) as: "when doctor (B)(6) tried to unsheath inner sheath with grey handle position of #2, grey handle was not able to pull back (did not move at all). Therefore, doctor decided to change the controller knob from #2 to #4 then hold stainless rod and pull back grey handle. Now doctor can move gray handle with unsheathing inner sheath. Deployment has been successfully done and stentgraft was properly in positioned. Outcome of the patient: the procedure was done successfully. It seemed there was no health injury caused by the incidence."

Manufacturer narrative:
The unit was x-rayed to rule out that the possibility that the issue of this complaint could have been due to the disengagement of the screw. The engagement of this specific screw allows the proper function of position 2. As shown below, the x-ray confirmed that unit was not involved in this issue, as the screw engaged properly with the handle body. Conclusion: in conclusion, the narrative of the complaint could not be confirmed since there were no functional issues found with the unit. Since the unit performed as expected during the inspection, the only other variable is patient's anatomy. Since images were not available for review, it is impossible to determine with certainty what the root cause of the failure was. Therefore, the root cause of this complaint is inconclusive.